Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Customer stated doctor sent new meter prescription to pharmacy.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 100-180mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/24/2019 and open vial date is within 4 months. The meter memory was reviewed for previous test result history. (B)(6).